Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as shaking and crying. The customer was wearing the insulin pump during the incident. The caller reported diminished pump battery life. The caller stated the customer had pneumonia at the time of the incident. The caller alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.